Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the clamp broke during use. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h10

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 -visual of returned product identified two rapidflap outer plates, two rapidflap appliers with one having part of the rapidflap post still engaged, one rapidflap inner plate, and five broken pieces of rapidflap post were returned in one bag. This indicates there are 2 different 915-0020 product pieces within the returned bag. There appears to be blood and debris on a number of the pieces and within the return bag. No packaging was returned. The reported complaint was for a quantity of one. There is nothing on the returned bag that gives any indication to which part/pieces are for subject complaint and what complaint the other part/pieces might be associated with. Follow up information was to unable to clarify the issue. -review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The new information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.